Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('general abnormal bleeding,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/severe pain in pelvic area"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy bleeding"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), fatigue ("other injuries/sym: fatigue") and infection ("infection"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia, fatigue and infection outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, metrorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), anemia, general abnormal bleeding, perforation, fatigue, infection were added. Plaintiffs information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding,"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/severe pain in pelvic area"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy bleeding"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), fatigue ("other injuries/sym: fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal) ,"), cystitis ("infection (bladder/ urinary tract/vaginal) ,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) ,") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia, fatigue, vaginal infection, cystitis, urinary tract infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, perforation, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: patient underwent essure confirmation test but result is unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received : events added- abnormal bleeding (vaginal), infection (bladder, urinary tract,vaginal). Events severity and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.